Event description:
The clinician reports the implant was inserted (B)(6)2019 in the patient's mouth. Details of surgery: sinus perforation. On (B)(6)2019, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced:pain. No further patient complications were reported.